Event description:
This rv lead was implanted on (B)(6) 2003, and remains implanted as of this time. A call was placed to technical services on 05/24/2017, stating that this lead has small r-waves, but they were low amplitude prior to last office visit. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).